Event description:
The report from (B)(4) study for patient with ID (B)(4) indicated during the procedure with an enterprise vrd (enc453712/01426909), prowler select plus microcatheter (606-s255x/lot unk), and orbit galaxy coils x4 (640cx0408/lot unk), the patient the patient developed hypotension and low pulse pressure, sickness/nausea and consciousness decreased. Also, an hour after the procedure, the patient developed hemiplegia in left upper and lower extremities, right eyelid ptosis and diplopia. As to hypotension, low pulse, sickness/nausea and consciousness decreased, the patient was treated with intravenous fluid as well as administration of atropine sulfate hydrate, dopamine hydrochloride and metoclopramide. As to hemiplegia, edaravone and argatroban hydrate were administrated. No action taken for both eyelid ptosis and diplopia. The event outcome of hypotension, sickness/nausea, consciousness decreased and hemiplegia is "recovered," and of eyelid ptosis and diplopia were "ongoing, unchanged" as of six months since onset of event. According to the physician, the relationship of the hypotension, sickness/nausea, decreased consciousness, eyelid ptosis and diplopia to both the procedure and the study device were unrelated, and the physician suspects trigeminal reflex based from symptoms. Whereas the relationship of the hemiplegia to the procedure was highly probable and to the device was unknown, and the possible cause of the hemiplegia was the transient reduction of cerebral blood flow associated with the hypotensive symptom. The eyelid ptosis and diplopia were possibly caused by transient mass effect.

Manufacturer narrative:
The patient has a medical history of varicose vein of lower extremities. The neck to sac ratio was 10.9mm:20.4mm. The vessel size where the vrd was implanted was 5.2mm (proximal) and 4.4mm (distal). Act measurement were 141 seconds (pre anticoagulation ), and 341 seconds (post anticoagulation). The occlusion rate of aneurysm was 80% after the procedure. Mrs before the procedure was 2, 1week after the procedure was 4, 1 month after the procedure was 2. Antiplatelet therapy were; aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011, cilostazol 200mg/day: (B)(6) 2011, heparin 4000u: (B)(6) 2011 (during the procedure), argatroban hydrate 60mg/day: (B)(6) 2011. Prior to implanting the enterprise vrd, a roadmaster catheter (goodman), cerulean (medkit), prowler select plus microcatheter (606-s255x), chikai guidewire (asahi) were utilized. Other devices utilized during the procedure were, products used during the procedure consisted of the a excelsior 1018 microcatheter (stryker), v-trak x 8 (terumo), presidio coil x4, cashmere coils x2, helipaq x 8, orbit galaxy coils x4 (640cx0408/lot unk). However, all lot numbers are unknown. No further information is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426909. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hypotension and neurological deficits are known potential adverse events that may be associated with the use of the enterprise vrd in the intracranial arteries. Based on the available information no conclusion can be made regarding the relationship of the reported events and the devices. It is not known what symptoms the patient had prior to the procedure; however, it is noted that the mrs score of 2 pre-procedure was unchanged from one month post procedure. Procedural/clinical factors including, as reported, the mass affect due to the location and large size aneurysm is an identified factor contributing to the ptosis and diplopia. Mass effect, the compression of brain structures/cranial nerves, is a known factor contributing to neurological symptoms, and based on the available information, may have been present prior to the index procedure. Although no conclusion can be made based on the available information, procedural factors and clinical factors appear to have contributed to the reported intraprocedural events and post procedure hemiplegia. There is no indication of any device design or manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is one of multiple products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00508, 1058196-2011-00509, and 3007628272-2011-50043.